Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. A machine calibration was proactively performed. No additional evaluation information was provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reverse ultrafiltration event occurred on an ak 96 machine. The ultrafiltration volume was set to 2800ml. At the end of treatment, the patient's weight increased 1.7kg. There was no report of patient injury or medical intervention associated with this event. The patient went to the hospital for re-dialysis treatment the next day. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.